Manufacturer narrative:
(B)(4)

Event description:
It was reported that the patient experienced a cerebrospinal fluid leak and was causing his headaches. The patient also experienced an underdose with increased baseline pain. The reporter was uncertain if the catheter was "dislodged or torn". The patient had his pump replaced last year. The patient had requested that his catheter also be replaced at that time. The hcp had informed him that the catheter did not need to be replaced. The symptoms were noted following the surgical intervention. The patient was home in fair condition at the time of this report. A catheter replacement was planned.